Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that, bleeding from access site post deployment. Incomplete closure with extravasation from arterial access site on angiogram. Physician acknowledged post procedure that the access stick was high (above femoral head). No angiogram was obtained during access. Peripheral balloon and covered stent to rfa. Follow up information, this was their first case after model deployment and initial training/introduction mild posterior calcium inferior rfa. Device deployment was correct and we do not belive the device malfunctioned or was deployed inside or external to the vessel. Rather, the location of the puncture and angle did not allow for proper cinching of the device plug. Device was tensioned and tighted a second time which reduced bleeding and extravisation by approximately 50%, however full hemostasis was not achieved. Peripheral intervention with balloon and covered stent performed to secure the vessel. Patient was stable afterwards.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team and indicate a high positioned radiopaque lock, post procedure extravasation addressed with balloon inflation and placement of a stent. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micropuncture and ultrasound guidance were utilized to gain a high stick positioned access. Vasculature was noted as 6.6mm, mild posterior calcium, inferior rfa, minimal tortuosity, with a depth measurement of 7cm + 1cm. The instructions for use (IFU) warns not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, a post angiogram indicated an incomplete closure with extravasation at the access site, and bleeding continued at the access site. The manta device was tensioned and tightened a second time, reducing bleeding and extravasation approximately fifty percent. Balloon inflation was applied to tamponade and a covered stent was deployed to address the extravasation. Hemostasis was achieved within ten minutes and the patient outcome post procedure was stable. The team noted the manta correctly deployed and did not believe the device malfunctioned or was deployed inside or external to the vessel. However, the team does believe the location and angle of the puncture did not allow for proper compaction of the collagen plug. The suspected root cause of the extended hemostasis requiring a covered stent may be due to user error in utilizing manta in a patient with a high access. A high access site can cause the manta implant to not catch on the vessel properly during deployment causing an ineffective seal at the access site. Risk documentation was reviewed, and failure to close a puncture hole was identified as a known risk. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.